Event description:
The ventilator was in use on pt for 15-20 seconds for CPAP when ventilator shut off with no response. Ventilator immediately discontinued and alternate ventilator utilized. There was no apparent immediate injury to the pt however, pt transferred to nicu later in the afternoon for seizure acctivity not believed to be related to the above event. Tech support notified. This is the second time this ventilator failed.